Event description:
Harmonic scapel generator was used with an ascent handpiece. The handpiece continued to stop working intermittently throughout case. The standby button on the generator had to be reset multiple times for the handpiece to work. The handpiece was replaced and there were no additional problems.